Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted anvil and instrument center rods are connected and visible through tissue. Instrument is clamped and seems to be fired, then, the instrument is unclamped, formed staples, instrument shell head are visible, and anvil is tilted. It was reported that the staples did not form as expected and were missing from the staple line after firing. Also, the anvil did not tilt, remained in the firing position and was difficult to remove. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the formed staples and instrument shell head are visible which should not be visible after firing. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing on a laparoscopic colon and rectal procedure, the surgeon noticed that the staple line was not fully stapled and half of it was open. Additionally, it was stated that the anvil did not tilt. The staple line was resected and re-stapled to fix it. The event resulted to unanticipated tissue loss and temporary tissue damage since it was cut and reconnected again. The event also resulted to an extended surgical time of 30 minutes or more and a blood loss of 500cc or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing on a laparoscopic procedure, the surgeon noticed that the staple line was not fully stapled and half of it was open. The staple line was resected and re-stapled to fix it. The event resulted to unanticipated tissue loss and tissue damage and a blood loos of 500cc or more.